Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Post implantation patient experienced pain, infection and urinary/bowel problems.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of cystoscopy.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and perineoplasty on (B)(6) 2013 by dr. (B)(6) due to urinary incontinence/sphincter deficiency and severe perineal pain.